Event description:
It was reported by service report that the fowler was stuck in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bearing support. Issue was resolved for the customer by sending the bed back to stryker medical for repairs to replace the fowler litter section on the bed and offering a replacement.